Manufacturer narrative:
Date of implant; corrected data: the previously submitted MDR inadvertently provided an incorrect implant date for the suspect device.

Manufacturer narrative:
.

Event description:
High impedance was reported on a vns patient system. This high impedance was identified through system test diagnostic. The patient underwent surgery to identify the reason of the high impedance. The surgeon reconnected the lead and the generator which resolved the issue. Information was received the impedance value was normal after the surgery. Review of manufacturing records confirmed all tests passed for the concerned generator prior to distribution.